Manufacturer narrative:
The product was returned and tested. The complaint of a ruptured balloon was confirmed. Testing was performed and physical damage was observed on a balloon inserted into repositioning sleeve where the cath-lock was tightened to 0.067" with the inflation cycle count decreasing on the sample when compared to a control sample. The probable cause of the balloon ruptures are due to inserting them through a mating device such as a repositioning sleeve or introducer with a smaller inner diameter than the balloon's outer diameter. This caused undue stress on a portion of the balloon as the balloon is stretched back and folds over. A lot review was performed and no issues were found.

Manufacturer narrative:
The device evaluation is in progress.

Event description:
The event involved a torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf, that during cardiac catheterization, the balloon ruptured. There was unknown patient involvement, no report of a serious injury/harm, no report of an adverse event, and no report of delay in critical therapy.